Manufacturer narrative:
Unit was received no delivery alarm during occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify low reservoir alarm due to no delivery alarm. However, unit passed self test and displacement test. No audio/beep/vibrate anomaly noted during testing. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer did not receive alarm when the reservoir was low or empty. Customer stated that the drive support cap was normal. Customer stated that insulin pump passed self test and displacement verification test. Customer had high blood glucose level of 560 and 460 mg/dl. The insulin pump will be returned for analysis.